Manufacturer narrative:
Insulin pump received with damaged cow catcher corners and contamination pin one. Insulin pump passed functional testing. No charge anomaly noted.

Event description:
It was reported that the customer had high blood glucose levels of over 300 mg/dl. The customer treated with manual insulin injections. Troubleshooting was done. The customer reported a bent cannula on the infusion set.. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.